Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field b1: adverse event/product problem. Correction to field b5: describe event or problem. Based on the available information, no device was returned for analysis, and there was no report of a device performance issue during treatment. The reported patient infection symptom is a known risk associated with the procedure and is noted as such in the device instructions for use. Based on the information available, the reported allegations could not be confirmed. Conclusion code known inherent risk of device was selected, as the allegation pertains to infection a risk that is addressed in labeling and risk documentation.

Event description:
It was reported that the patient with this malleable penile prosthesis, presented with an infection. A revision surgery was performed, during which the device was explanted. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this malleable penile prosthesis, presented with an infection. A revision surgery was performed, during which the device was explanted. There were no further patient complications.